Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified.   Per follow up, there were no complications during initial surgery, patient did not fuse. Due to a lack of information and the device not being returned, the root cause of the reported event can not be determined. Potential causes include: high activity level of patient, poor bone quality of patient, overtightened construct, inadequate screw hole preparation during initial surgery.

Event description:
A physician reported a fractured xia serrato polyaxial screw at s1 in a two-level construct. The device has been explanted.

Manufacturer narrative:
Hospital retained device.

Event description:
A physician reported a fractured xia serrato polyaxial screw at s1 in a two-level construct. The device has been explanted.